Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited high ventricular rate episode due to oversensing of far p wave. No programming changes were made. The patient status is unknown.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the p wave fall outside of cross talk detection window and caused the pacemaker exhibited high ventricular rate episode due to oversensing of far p wave. No programming changes were made. The patient status is unknown.